Event description:
After approximately 3 hours of use during an orthotopic liver transplant (olt), after 21 units of ffp and 9 units of packed red blood cells (prbcs), the belmont unit alarmed for overheating. The unit was removed from the patient. A sample from the distal end of the infusion line was tested for calcium and the result was too low to measure. The belmont was infusing throughout the entire case through a dedicated left internal jugular cordis. No drugs or any injections were delivered through the line. The belmont was primed with 500 ml of normal saline (ns) only.